Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately eleven weeks after the implant of an implantable cardioverter defibrillator (ICD) system with an absorbable envelope. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.